Manufacturer narrative:
H6: method: device not returned for evaluation; follow-up information from principal investigator reporting event. H6: conclusions: inherent risk of patient's condition. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
A patient enrolled and participating in a clinical study had a balloon kyphoplasty procedure for a vertebral compression fracture of l2 level in 2004. Further collapse of the vertebral body at the l2 level was reported as an asymptomatic, incidental finding at 24 months after the balloon kyphoplasty procedure. No additional therapy was planned to treat the patient.